Event description:
It was reported to nova biomedical that a consumer received a result of over 300 mg/dl on their blood glucose meter. The consumer stated that the hospital's meter gave her a reading of 189 mg/dl on their blood glucose meter. No treatment was provided by the hospital. During the call to customer support, it was revealed that the consumer was using expired control solution to test the integrity of her test strips. The consumer was educated on these directions for use at the time of the call. The meter and the test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.